Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported they found a power on reset when the implant was checked with the clinician programmer. The patient did not lose therapy and no other issues were reported. The representative was able to clear the power on reset message and everything was working fine. The indications for use were non-malignant pain and failed back surgery syndrome. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.